Event description:
During routine preventative maintenance testing by stryker, the device exhibited no defibrillation energy delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and observed that the white energy capacitor wire was disconnected from the spade connector, designator j18. The root cause of the issues was the disconnected connector. The returned device was archived by stryker.